Event description:
The test strips involved in this case have failed functional testing due to one of the test strips fell out of range on the high side using the control solution.

Event description:
The device involved in this case has been returned and evaluated by lifescan product analysis with the following findings: the test strips invloved in this case have failed functional testing due to one of the test strips fell out of range on the high side using the control solution.